Manufacturer narrative:
Date initial report sent: 02/11/2009.

Event description:
Procedure type: left preperitoneal hernia. According to the reporter: balloon ruptured and did not use another one. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. No pt injury was reported.